Manufacturer narrative:
Data downloaded from the device indicates an 0x31 alarm occurred at the end of first prime, indicating a command was received in an invalid pump state. The device was reset and paired with a pdm. The device successfully completed the priming sequence. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod rerun data. No other damages or defects were found that could contribute to a communication error during the priming sequence. The root cause of the hazard alarm during priming could not be determined for your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than one hour and no blood glucose levels were reported.